Event description:
It was reported that when the device was used during hemiorrhoidectomy procedure, it did not cut around quarter of the circumference of the donut. Opened another device to complete the case. There was no consequence to pt.